Event description:
Completed medwatch 3500 received describing a pt event that resulted in hospitalization. The pt arrived for dialysis at the facility offering no complaints. Treatment was initiated without difficulty. Two hrs into the dialysis treatment, the pt developed severe hypotension and severe pressure like anterior chest pain. Dialysis was terminated. Pt remained diaphoretic and nauseated. Pt referred emergently to acute care hosp for admission. The serum calcium level on admission was 5.3. Pt received IV calcium with resolution of hypotension and chest pain. Subsequent serum calcium level was 8.9 and remained stable until discharge. Kept overnight in hosp. The pt has experienced no further ill effects related to this event.